Manufacturer narrative:
Device evaluated by MFR. The device was returned with the hoop for analysis. The device was able to be removed from the hoop with no difficulties or issues. Microscopic examination of the shaft was performed and noted the outer shaft was separated 2cm ¿ 10cm from the strain relief. The outer shaft and inner shaft were stretched by the separations. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter was fractured. A 132/10 renegade hi-flo was selected for treatment. During preparation, when the device was removed out from the sheath, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter was fractured. A 132/10 renegade¿ hi-flo¿ was selected for treatment. During preparation, when the device was removed out from the sheath, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.